Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. During testing, it was noted that the ground prong of the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord plug was broken. There were no reports of any adverse pt events or delay in critical therapies while the pump was in clinical use. No add'l info was provided.